Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate the stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the arterial pressure (ap) signal on the cardiosave intra-aortic balloon pump (iabp) drops out. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.